Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. After the product code was downloaded, measured battery data was lost when the battery voltage was reduced to 2.35 v. This was caused by a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.